Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated on the efficia dfm100 service library: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience with servicing the device. Device logs were exported for further review. At some point, the resources which used to record information was run out, device reported a critical error and restarted. Technician tried to reproduce this issue in lab for 2 months but issue was not replicated. The probability of occurrence is extremely low, the recurrence path is not yet known. It is highly suspected the issue was related to the specific clinical event. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the defibrillator failed to operate when required. Initially the unit did not detect pads with a message prompted accordingly. The clinical staff checked ECG and pad setup and pads and leads were correctly fitted. The multifunction cable was inspected, disconnected, and then reconnected. Upon reconnecting, the defibrillator rebooted and, after rebooting, a message prompted "reboot error" occurred. Unit was turned on/off again and successfully rebooted. Patient treatment was initiated successfully after device reboot. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.